Event description:
Related manufacturer reference 2030404-2015-00055, 3005188751-2015-00077, 3005188751-2015-00078, 3005188751-2015-00079, 3005188751-2015-00080. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. An inquiry steerable catheter was placed in the coronary sinus, a supreme quadripolar ep catheter was placed in the high right atrium, and a non-sjm ice catheter was placed in the right atrium. A double transseptal puncture was performed with a brk transseptal needle through an agilis nxt introducer. A reflexion spiral ep catheter was advanced into the left atrium for mapping purposes. A second agilis nxt introducer was placed through the other puncture and a tacticath quartz ablation catheter was advanced to begin ablation around the left superior pulmonary vein. Noise was noted on the recording system from the tacticath quartz ablation catheter, a safire blu duo ablation catheter was placed, and ablation continued. Approximately 30 minutes later, the patient became hypotensive and the ice catheter revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. A right flutter ablation was then performed with no further issues noted.

Manufacturer narrative:
(B)(4). One tacticath quartz ablation catheter was received for evaluation. Electrical testing revealed multiple short circuits which is consistent with fluid ingress into the electrical connector plug. This may have contributed to the reported noise during use. The reported leak was confirmed at the optical connector. This leak was due to an adhesive rupture between the irrigation tube and the proximal tube inside the luer lock. Further evaluation revealed an insufficient amount of glue was applied. It is unlikely that this finding contributed to the reported event. Review of data log files showed the optical signals conformed to specifications; however, high temperatures and measured forces during ablation that exceeded the recommended values. The device met specifications prior to release from sjm manufacturing facilities as supported by a review of the device history record. As indicated by the physician and the evaluation performed, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Additional information indicated a leak was noted at the tacticath quartz ablation catheter's connector during the procedure.

Manufacturer narrative:
(B)(4).